Event description:
It was reported to philips that the heartstart xl monitor / defibrillator stopped pacing during use on a patient in a hospital's emergency department. Philips is considering this event to be a serious injury because treatment was interrupted and the patient experienced an event of cardiac arrest. The patient presented to the hospital¿s emergency department with bradycardia. While in the emergency department, the patient was connected to a heartstart xl device via 5-lead electrocardiogram (ECG) cable and monitoring electrodes. The device was set to demand mode pacing at 70 pulses per minute (ppm), and transcutaneous pacing was initiated at 60 milliamps (ma) and increased up to 90 ma, where electromechanical capture occurred. After an unreported amount of time of pacing, the device stopped pacing for more than 30 seconds, the patient had no central or peripheral pulses, and cardiopulmonary resuscitation (CPR) efforts were initiated via chest compressions. Less than one minute post chest compression initiation, the device began sending electrical stimuli again to the patient, chest compressions were discontinued, the patient had a pulse, and electromechanical capture was occurring. Post successful resuscitation, the patient was brought to the hospital¿s cardiac catheterization laboratory for pacemaker placement.